Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to current unstable angina (ccs class 3) and underwent cardiac catheterization which revealed 2 target lesions. Target lesion #1 was a 95% stenosed and 22mm long lesion that located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. Target lesion #2 was a 70% stenosed and 10mm long lesion located in the proximal rca with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilation and a 3.0x24mm taxus liberte stent. A dissection occurred in target lesion #1 that extended into target lesion #2. It was treated with placement of a 3.0x20mm taxus liberte stent and a 3.5x12mm taxus liberte stent. Target lesion #2 was then treated with a 3.5x12mm taxus liberte stent. Following post dilation, residual stenosis was 0% with timi-3 flow in both target lesions. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel.

Event description:
It was further reported that the 3.5x12mm taxus liberte implanted in the proximal rca is what caused the dissection. It was treated with 2 bailout stents: a 3.0x20mm taxus liberte stent and 3.5x12mm taxus liberte stent. It was previously reported that the 3.0x24mm taxus liberte implanted in the mid rca caused the dissection.